Event description:
It was reported that cgm displayed error 42 while customer was using g7 sensor and pump had already been shut down before contacting technical support. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to connect charging to power pump on, and after pump reset there was no repeat of cgm error and customer successfully started new sensor session.